Event description:
It was reported that during the procedure, the tip of the device fell off. The surgeon intervened by using a grasper and flexible cystoscope to remove the detached tip. The procedure was completed successfully with another rezum and there were no further patient complications.